Event description:
It was reported to philips that the system would not boot up, hanged in the boot loop. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and observed that the host pc failed to start and disk 1 was not recognized. The issue persisted after rebooting the pc. To resolve the issue, the fse ordered and replaced a new host pc. The system was returned in good working condition and ready for clinical use. The host pc was retuned for further analysis and no failure was observed during functional testing. The codes were updated based on the investigation outcome.